Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that their handset was not working properly again. Patient explained that it takes them up to 5-6 minutes to bolus because handset was lagging at 90% and screen would time out and they would have option to wait or close the application. Patient stated this issue had been going on since (B)(6) 2024. Agent reviewed data and assisted the patient in deleting the data. Patient was able to connect to the pump with no lag. Patient will call back if they need further assistance in deleting the data. Patient mentioned seeing service code 156. Agent reviewed service code. Patient stated their having to charge the handset more than once a day. Agent reviewed and redirected to healthcare it (hcit).